Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be labeling related. (B)(4).

Event description:
It was reported that the device had a labeling issue. A 6 mm x 40 mm 2d helical - 35 was selected for use. During unpacking, it was noticed that the lot number of the (B)(6) label was different from the english label. No complications were reported and the patient's status was stable.